Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected ramping numbers noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported by the customer's father, that the numbers on the insulin pump scroll up, with out any input from the customer. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.